Event description:
It was reported that the drain line of the amia cassette came apart when the pull ring cap was removed. This occurred during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation with the drain line only. A visual inspection was performed and a separation between the molded port and drain line tubing was observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to insufficient solvent bond occurred during the automation assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.